Manufacturer narrative:
Review of the pictures confirmed that the eyelet tore. A conversation between the customer service rep and the caregiver revealed that another accessory besides the twill tape that is provided with the device is being used to secure the device to the end user. The IFU, im-gar-10018908-001 (formerly pkg-dfu-cfx-2), states under warnings, ?guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity." Problem source was traced to user interface.

Event description:
It was reported that the left eyelet of a patients smiths medical trach tube was split open. No adverse patient effects were reported.